Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Reference MFR # 3010617000-2017-01060, (B)(4) start-up kit (suk).

Event description:
A patient was hospitalized in ICU and an ivtm was needed. A zoll quattro catheter placed a day before the patient was taken to cath lab. During procedure in the cath lab, the customer noted blood in the start-up kit (suk) and saline bag. The catheter was removed and the patient was placed on arctic sun. The catheter breach was likely caused by the procedure/pci. The customer was not supposed to be utilizing the quattro catheter, as they have not had their official 'go-live'. No known patient consequences were reported.